Event description:
Customer reports the inform system has a blackened pin; third from the left. Reports missing eighth, tenth, eleventh, and thirteenth pins. Alleges the device makes the base led's blink. No adverse events. Return requested and replacement sent.